Event description:
After a csi procedure was performed on a left sfa instent restenosis, a nanocross pta balloon was inflated. It was last touched up on a simple lesion inflation before closing. The balloon burst and 1/3 of distal balloon would not deflate. Despite multiple attempts with wires, balloons, and retrieval devices, the nanocross balloon remained inflated and caught on the stent. Anesthesia was used to sedate the patient, an 8f sheath was put in, and biopsy forceps were used to successfully remove balloon. The case was successfully completed.